Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not separate from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not separate from the catheter after complete deployment. The device was then removed, and the procedure was completed with another resolution clip. No patient complications have been reported as a result of this event.